Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms and was treated with manal bolus. Customer's blood glucose value was 400 mg/dl at time of incident. Customer's current blood glucose value was 409 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. Customer could not to perform the high pressure test. The product was not returned for analysis.